Event description:
During service by baxter, failure code 403 was not found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.